Event description:
Patient was taken to the or on an emergent basis for a left craniotomy for evacuation of a subdural hematoma (status post fall off ladder). During the surgery, the surgeon had difficulty getting power to the drill. The circulating rn bled down the drill on the wall port and reinserted the hose to the boom port. Then, she turned up the wall pressure to 120 mm hg. The surgeon attempted to reactivate the drill again, but there was no power to the handpiece. The circulating rn, again, bled down the wall pressure and turned off the drill. She attempted to troubleshoot the problem and checked the foot pedal; disconnected and reconnected the hose to the foot pedal. She turned up the wall pressure once again to 120 mm hg. The drill activated for about 20-30 seconds and, then, the hose burst. Drill and handpiece were taken out of service. The case was completed without harm to the patient using another drill.======================manufacturer response for anspach drill, anspach xmax drill (per site reporter).======================will investigate.